Manufacturer narrative:
The endogator tubing subject of the reported event is being sent back for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure their endogator tubing cracked subsequently causing water to leak out onto the floor. The tubing was replaced subsequently causing a procedure delay. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the returned device, a root cause could not be determined. The device history record (DHR) was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.